Event description:
On (B)(6) 2010, pt reported he is experiencing issues with both the up and down buttons. Pt stated he noticed this for the first time on (B)(6) 2010 when he attempted to give himself a bolus. Pt reported both buttons pop back up when pressed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.